Manufacturer narrative:
Unit p-cap / reservoir locked properly in place and passed displacement test. Unit received with cracked retainer, cracked reservoir tube lip, and scratched case. For (B)(4), the retainer and case near the reservoir region failed due to a large impact/drop/external force acting on the reservoir compartment. The retainer has 2 residual notch(es) that are still intact. Upon retesting, the p-cap is able to be secured in place. Last, this pump showed no signs of cracking on the battery tube, had minor scratches present on the lcd screen, and had no visible damage to the keypad. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had cosmetic damage. The customer stated that the cracked reservoir compartment. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.